Manufacturer narrative:
Unit passed displacement, sleep current measurement, active current measurement, and self tests. Pump downloaded history/trace file properly using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected error 63, failed batt test alarms during testing. However, multiple failed batt test alarms in traces/file history on event date 08/03/2023 22:16:29, 08/03/2023 22:17:06, 08/03/2023 22:17:14 due to low battery. Also, pump error 63 error due to hardware error (line number = 147 file number = 2017). Variable info 15 on 08/03/2023 22:16:26, 08/03/2023 22:16:34. Cut and open the pump found no moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, failed batt test, 63 alarms not confirmed during testing. Pump error 63 alarm (variable 15) confirmed in the pump history due to hardware error electronic defective. Cracked case (battery tube) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump suddenly shut off and came back on and received a pump error 63 alarm during basal delivery. The customer received a battery-failed alarm. The insulin pump had a crack on the back of the battery compartment and clip rails. Troubleshooting was performed and the customer was able to clear the alarm successfully and was able to complete the pump rewind, the customer performed a self-test and passed. It was advised to check the contacts on the battery cap for corrosion and/or damage and found the contacts neither missing, damaged, nor corroded. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.